Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report infection at site of sensor insertion on (B)(6) 2014. Patient stated she noticed irritation and redness after removing sensor wire upon end of the sensor session. Patient sought medical intervention and was prescribed mupirocin. At the time of contact with dexcom technical support patient was fine.